Manufacturer narrative:
Continuation of d10: product ID a820 product type software product ID hh9020tdd serial# (B)(6) product type medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. It was reported that the patient was receiving dilaudid, bupivacaine, and clonidine. The patient stated that they cleared the data this morning and now they are unable to give themselves a bolus. The patient stated that the handset cannot find the communicator and saw error code 389. The patient was walked through checking bluetooth and location settings on the handset and restarting handset. The patient confirmed they were able to successfully connect to the pump. The troubleshooting steps that were taken on the call resolved the issue.

Manufacturer narrative:
Continuation of d10: product ID a820, serial# unknown. Product type software product ID hh9020tdd lot# serial# (B)(6). Product type section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown, medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from the patient receiving intrathecal medication via an implantable pump for non-malignant pain. The patient reported that the handset kept stopping at 90% and they wanted to clear the data. Agent walked patient through how to clear data. The troubleshooting steps that were taken on the call resolved the issue.